Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the lens was deformed and scratched were found on the lens. The damaged lens implanted in the patient's eye had to be removed from the eye and the duration of the surgical procedure was therefore prolonged. Additional information has been requested.